Manufacturer narrative:
Suspect lot review: a review of suspect lot# 3402407 showed that (B)(4) units were manufactured, tested, inspected and released in february 2017 citing on exception documents. A review of suspect lot# 3402421 showed that (B)(4) units were manufactured, tested, inspected and released in february 2017 citing on exception documents.

Event description:
Complaint received regarding one 034-ch-14b, chemoclave, report states: after preparing the cytostatic etoposide in the pharmacy, when it was administrated on the floor, it was observed that leaks etoposide from the bag. No adverse patient/clinician consequences reported.